Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Return requested. Replacement computer shipped to site (B)(6) 2016. Suspect computer returned to medtronic for investigation and currently is under analysis. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system mouse and keyboard unexpectedly became unresponsive. The surgeon registered the patient, draped and was ready to make the incision when the mouse and keyboard became unresponsive. In trouble-shooting, this issue occurred 5 times, a system re-boot restored normal function each time. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect computer was unable to replicate the reported issue. During initial testing the computer booted normally to the application screen. The cranial application and exams loaded normally. The ram memory passed memtest86 testing. The hard drive passed the seatools short test. Pending phd testing. The computer passed all phd testing including test 6-keyboard control. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.